Event description:
It was reported that during a percutaneous coronary intervention, gauge issues occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous, proximal left anterior descending artery. A 2.25x15 non-bsc balloon catheter was attached to an encore 26 inflation device and inflated to 15 atms. When the physician tried to deflate the balloon, the gauge of the inflation device was "not able to decrease at 4atm." The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The unit was visually inspected for any damage or defect. It was noted that the gauge needle was stuck at 4atm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, gauge issues occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous, proximal left anterior descending artery. A 2.25x15 non-bsc balloon catheter was attached to an encore 26 inflation device and inflated to 15 atms. When the physician tried to deflate the balloon, the gauge of the inflation device was "not able to decrease at 4atm". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.